Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported while doing the bovie in the left groin of an axillobifemoral bypass procedure, a fire was observed. The fire was put out right away by applying moist and squirting fluid in the left groin. The surgeon changed gloves and the bovie device was changed, including the tip. There was no harm to the patient or staff. Review of the event noted the dry time for prep solution was not followed by the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.